Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - lens implanted. (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -9.5/+1.5/090 diopter, in the patient's left eye (os) on (B)(6) 2016. The reporter indicated the lens had an excessive vault, with significant reduction of irido-corneal angles.the lens remains implanted but will be removed. The patient's post-op best-corrected visual acuity was 20/30.

Manufacturer narrative:
Work order search: no similar complaints were reported for units within the same lot. (B)(4).